Manufacturer narrative:
A svc visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported several system messages displayed during a cataract procedure, indicating occlusion, requesting handpiece to be exchanged and loss of suction. The handpiece was exchanged but the issue persisted, however, the case was completed. There was no harm to the pt.